Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: where in the gap setting scale was the indicator when the device was fired? He fired in 3/4 range. Did the surgeon tighten the device, wait 15 seconds and retighten prior to firing? Yes, he tightened and held compression. Were the donuts inspected? If so, please describe. Donuts were fine. Was the washer inspected? If so, please describe. Washer was inspected . Were there any issues with staple formation? If so, please describe. He felt the staple formation was normal. What is the current patient status? Patient is now fine. Would the surgeon like to speak with ethicon engineering and medical personnel? Yes he would appreciate a call.

Event description:
It was reported that following a colon resection procedure, there was more bleeding than expected from the staple line. The issue was noticed when the patient was out of recovery and on the floor. There were no quality issues with the device during the procedure and the device was discarded. Electrocautery was used to treat the bleeding. Electrocautery was administered outside the operating room. The volume of blood loss was not known. There was no transfusion reported. The patient status is unknown.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: at this time, the sales rep has instructed the surgeon to tighten the circular device, wait 15 seconds, and then re-tighten. The physician has not had any difficulties with hemostasis since adjusting his technique. The rep stated that he did not believe a rapid response team call with ethicon engineering and medical would be necessary yet, but that he would update us should that change.